Manufacturer narrative:
After further review of additional information received the following sections a3. B5, b7, g3, g6 and h2 have been updated accordingly. Section b5: additional information received indicates that due to relatively quickly occurring complaints without trauma in the right implanted in 2016 an artificial hip joint was subjected to a radiological check. One of them was impressive for six years after implantation increased decentration of the head in the inlay with osteolysis of the acetabulum interface as a sign of a clear inlay wear. During an inlay change on (B)(6) 2022, this could be switched to a vitd-cured specially approved inlay can be verified. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. Based on the available information, the patient involved meets the following risk criteria for prosthesis wear/osteolysis as specified, implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed because the device was not available for evaluation and radiographs were not provided.

Event description:
As reported, approximately six years post initial tha, patient had a revision due to polyethylene wear. Patient was revised to a cc inlay vitamin e, lat ø 36, gr. 3 cat# 146-36-53 / serial# (B)(6). The device is not available for evaluation. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g3 the following sections were corrected: g1 first/last name, email, h6 clinical code, component code, type of investigation, investigation findings, and investigation conclusion. Based on the available information, the patient involved meets the following risk criteria for prosthesis wear/osteolysis as specified: implanted with a lateralized liner, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed because the device was not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.